Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Patient kept.

Event description:
Patient was having pain in left hip, has a biomet cup in with stryker omnifit stem, revised head and liner.

Manufacturer narrative:
An event regarding a revision involving a c-taper cocr lfit head 28mm/0 was reported. Conclusion: a stryker, c-taper cocr lfit head 28mm/0 was mated with a non-stryker shell and non-stryker liner. This combination is sanctioned by stryker and is considered an off label application for the device.

Event description:
Patient was having pain in left hip, has a biomet cup in with stryker omnifit stem, revised head and liner.